Event description:
Lead management case to remove a non-functional lead. The physician was using a glidelight to extract the lead when a complication occurred. A sternotomy was performed which revealed that the lead had mistakenly been implanted in the region between the intima and media of the subclavian vein causing the glidelight to lase through the vessel wall. Patient survived the intervention.